Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "I am gathering information from other [patient's] that have had issues with allergan implants. I¿m discovering that there are quite a lot more than I first thought. There are several support groups of which I am a member for the pip victims and it is on these sites that I am finding others that have had ruptures with the supposedly safe option of allergans. Lots of [patients] have had allergans placed after having their pip implants removed", "there are quite a number of [patients] that have had problems of pain and discomfort but because they believe the allergans are very unlikely to rupture they have not taken the decision to have an ultrasound". "I have advised all these [patients] to get an ultrasound performed to ensure that their implants are still intact".